Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'battery depleted' which was reproduced during service. A review of the event history log identified 'battery depleted!' Messages. The cause was determined to be a failed alternating current (ac) power cord which may induce battery charging issues. The ac power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery depleted upon power up at the emergency room. There was no patient involvement. No additional information is available.